Event description:
During a procedure with the tenex system, microtip needles separated from the rest of two different hand pieces. The procedure was completed with another handpiece. There were no patient complications.